Event description:
Four operators were preparing the ambulance cot, and a 300+ pound patient for load into the back of the ambulance. Two operators were positioned at the head-end and two operators were positioned at the foot-end. The two head-end operators indicated the cot was in load position when it started to lower. The two head-end operators assumed the weight of the head-end. Only one of the two foot-end operators was holding onto the cot. One foot-end operator assumed the foot-end weight and injured his back. The foot-end operator completed his shift and followed up with a chiropractor a couple of days later. Foot-end operator indicated history of prior back injury in same location.

Manufacturer narrative:
Unconfirmed by manufacturer whether or not the auxilary lock was engaged before operators attempted to move the cot into load position. Engaging the auxilary lock prior to moving the cot into load position would have prevented the described event.